Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained for samples from two different patients using vitros troponin I es (tropi es) reagent lot 3480 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3480 performance issue is not a likely contributor to the event. Vitros tropi es within run precision testing performed by the customer on vitros 5600 integrated system was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3480 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, the customer has not provided detail of their pre analytical sample handling method. Therefore, pre-analytical sample processing cannot be ruled out as a contributing factor to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible, higher than expected troponin I results obtained from two different patient samples when using a vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 1 result of 0.347 ng/ml vs. The expected result of <0.012 ng/ml. Patient sample 2 result of 0.325 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result for patient 1 was reported from the laboratory. The customer did not provide any details of treatment based on the reported result. The non-reproducible, higher than expected, vitros tropi es result for patient 2 was not reported from the laboratory. Both patients have been discharged from the hospital and ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).